Event description:
Customer reported the infusion set leaked insulin and this resulted in hyperglycemia of 510 mg/dl. Her target blood glucose is 140-150 mg/dl, and she changed the cartridge and infusion set and successfully delivered a 10.0 unit bolus. She experienced symptoms of frequent urination, chest pain, and feeling lethargic. The leak occurred near the cannula under the self-adhesive. Follow-up was completed on (B)(6) 2014, and she reported another infusion set from the same box leaked insulin. The cannula was slightly bent but she was unable to see any breaks or tears. No adverse event was reported. The alleged product was requested for evaluation, and she was sent infusion sets with longer cannulas.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.